Event description:
It was reported to gore that 10 days post operative a pt presented with a small bowel obstruction in the proximal ileum. It was observed that gore bio-a tissue reinforcement was separated and the pieces were adhered to the bowel. A portion of the separated pieces were removed.

Manufacturer narrative:
All available info has been made available for tracking, trending and follow up.